Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The device was successfully implanted with complete seal. An activated clotting time (act) of 207 was noted during the procedure. The patient presented for their 45 day transesophageal echocardiography (tee) follow up which revealed a small string of clot attached to the treaded insert. The patient was taking eliquis 5mg at the time of implant and switched to pradaxa post follow up.